Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). Device returned to (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 for an unknown reason. As per the reporter during servicing it was identified that the radial bearing was out of position and the o-ring seal had worn flat. Implant date: (B)(6) 2017.